Event description:
The procedure was to treat a restenosed previously implanted bare metal stent (bms). The lesion in the left circumflex was mildly tortuous, moderately calcified and 90% stenosed. The 1.5 x 6 mm mini trek rx balloon catheter was dilated in the lesion but the balloon ruptured at 8 atmospheres when inflated for the first time. The lesion was then further dilated with a 2.0 x 8 mm trek balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.